Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient reported hyperglycemia with blood glucose levels rising up to 32 mmol/l (576 mg/dl) while wearing the pod on the abdomen for between 37 and 48 hours. The patient experienced nausea, vomiting, and felt very sick, leading to an emergency room visit at admiral de ruyter medical center. Treatment included IV fluids and insulin administered by syringe. The hospital visit lasted approximately 4-5 hours.